Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 457 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and the customer was informed that their insulin pump worked as designed.